Manufacturer narrative:
Implant date: (B)(6) 2020; exact implant date is unknown.

Event description:
It was reported that the patient experienced inadequate stimulation and additional pain in the armpit area. An x-ray was taken and showed the lead was dislodged from the contacts th9 to th7. Reprogramming was performed but it did not resolve the issue. The patient underwent a revision procedure and nothing was explanted. A split suture sleeve was added to secure the lead and the lead remains implanted and in service. The patient is doing well postoperatively.